Event description:
The pt had received a bicompartmental partial knee arthroplasty, performed using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck). On the date of event, a total knee revision procedure was performed for the pt.

Manufacturer narrative:
According to the surgeon, the patella is knocking on the lateral side of the pf component. An investigation was conducted at mako surgical. The case session file was reviewed. All values were found to be within acceptable tolerances. All evidence suggests the rio operated as expected. The implant planning wa also reviewed. The review found that the tibial slope was planned higher than recommended (10 degrees), and it appears there is a rotation added to the tibia. The joint balancing graph also appears tight at mid-flexion. All other values were found to be acceptable. It is unk whether the noted tibial values may have contributed to the adverse event. Additionally, case records indicate that a patella implant component was not sold as part of the case. This indicates that either a patella component was not used and the pt's natural patella was left untouched, or that the patella component used was not manufactured by mako surgical. Either configuration would be considered off-label use.